Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual patient weight (B)(6). (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a perforation occurred in the circumflex artery with the use of a non-abbott atherectomy device. A 2.8x16mm graftmaster stent failed to cross the perforation, so the patient was taken to surgery to seal the perforation; however, while still in the operating room, the patient died. Reportedly, the use of the graftmaster did not cause or contribute to complications. The cause of death was noted to be due to the perforation. No additional information was provided.